Event description:
Out of the box defective product. Compromised sterile i.v. Drain sponges from covidien. Left side of packaging completely unsealed. Product ref (B)(4), dermacea 2x2 lot 120000982762x, 7 cases found with defect.